Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, b6, b7, d6, g3, h2, h3, h10, h11. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 11 years, 7 months post primary surgery, due to elevated metal ion levels and metal related pathology. Intraoperatively cup loosening was also noted. Unknown components were exchanged. No further details have been provided at this time.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 11 years, 7 months post primary surgery, due to elevated metal ion levels and metal related pathology. Intraoperatively cup loosening was also noted. Head and shell were revised. No further details have been provided at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: a2, b5, d1, d4, e1, e2, e3, d10. The following sections were updated: a4, b4, b6, b7, d9, g3, g4, g6, h2, h3, h6, h10, h11. D10: concomitant medical products: desc: metasulâ® ldhâ®, head, 48, code n, taper 18/20; item: 0100181480; lot: 2417508. Desc: durom acet comp 54/48 code n; item: 0100214054; lot: 2407404. Desc: head adapter s/-4 12/14-18/20; item: 0100185145; lot: 2420209. Desc: mayo stem; item: 00802501300; lot: 60659887. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: concomitant medical products: desc: unknown head; item: unknown; lot: unknown. Desc: durom acet comp 54/48 code n; item: 0100214054; lot: unknown. Desc: unknown adapter; item: unknown; lot: unknown. Desc: unknown stem; item: unknown; lot: unknown. G2: foreign - event occurred in italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately 11 years and 8 months post-implantation due to metallosis with elevated metal ion levels. The acetabular component with metal insert was explanted. Attempts have been made and no further information has been provided.